Event description:
It was observed that during the device evaluation, the subject device had foreign matter come out from the air / water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that foreign material remained in the nozzle during use or reprocessing due to some factor. The event can be detected/prevented by following the instructions for use: gif-1200n series operation manual chapter 3 preparation and inspection gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.